Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. While visiting a (B)(6) male patient, a patient service representative (psr) notified zoll customer support that the patient received a treatment on (B)(6) 2014. Double counting contributed to the false detection. The patient was treated during sinus tachycardia at 11:58:48. The post-shock rhythm was sinus tachycardia. It was reported that the patient was in the hospital at the time of the event. The response buttons were not pressed during the entire event. The patient remained in the hospital and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital and continued to wear the lifevest. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4)has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Usage: device manufacture date: monitor sn (B)(4) - 05/2013 (reuse). Electrode belt sn (B)(4) - 02/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.